Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low glucose results from accu-chek inform ii meter serial number (B)(4) while performing a comparison with a laboratory analyzer. The patient had liver and multiple other organ failures. The customer wanted to know how liver failure would affect the meter results. At 4:22 am, a result of 222 mg/dl was received using accu-chek inform meter serial number (B)(4). At 4:30 am, the laboratory result was 283 mg/dl. At 12:26 pm, a result of 215 mg/dl was received on accu-chek inform meter serial number (B)(4). At 12:30 pm, the laboratory result was 297 mg/dl. On 2/4/17 at 12:25 pm, a result of 262 mg/dl was received on accu-chek inform meter serial number (B)(4). At 12:38 pm the laboratory result was 365 mg/dl. The customer could not confirm if capillary or venous samples were used for the meter testing as both types were used on the meters. The patient was treated based on the result of 215 mg/dl. The exact treatment was unknown. The patient did not experience any serious injuries based on the treatment. No adverse event was reported. The current status was "end-stage multiple organ failure". The strips were requested to be returned for further investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
As no product was returned for investigation, a specific root cause could not be determined. No information was provided in the complaint that would point to a cause for the issue.